Event description:
A 22mm diameter x 13mm diameter x 13.5cm length aneurx bifurcated stent graft and its components were implanted for the treatment of an abdominal aortic aneurysm in 2001. The proximal neck of the aneurysm was 20mm. It is reported that the aorta is stenotic within the aneurysmal aorta. Both external iliac arteries were 9mm in diameter and non-tortuous. The common iliac artery is unremarkable. There is little calcium proximally of both iliacs. The left common iliac artery measured 11mm and the right iliac artery tapers proximally 16mm to 12mm distally. It is reported that during the placement of the stent graft, the short contralateral leg of the graft "popped out" in the stenotic area of the aorta. The physician was unsuccessful in cannulating the stenotic area though he attempted the brachial/femoral approach, the up and over approach and freestyle cannulation. Attempts at several balloon angioplasties and various dilators were also unsuccessful. Therefore, the stent graft was converted into an "aui" with the use of a cuff. Further info from the user facility is pending. There were no add'l clinical sequelae reported relative to the event and the pt is reportedly doing fine.